Event description:
During decontamination of a small vessel instrument tray, the nurse's aide noted that one jaw of the jacobson mosquito clamp was broken. The instrument/clamp had been part of the instrument tray that was previously used in a left carotid endarterectomy procedure. The surgeon was made aware. Although the clamp may have not been used during the procedure, as a precautionary measure, the surgeon ordered an x-ray of the pt's left neck. The x-ray results were negative for any foreign body. (The device is sterilized at the hosp. It is unknown why and how the clamp was broken).